Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset bloodline leak occurred during a patient¿s hemodialysis (hd) treatment. The rn said the clamp on the venous side medication port is not strong enough, and blood leaked past the clamp when the retaining cap was removed to administer iron. When they removed the cap, they immediately noticed blood leaking out the line. This occurred an unknown length of time into the treatment. Estimated blood loss (ebl) was less than 20 ml. There were no issues during the priming, and there were no machine alarms that occurred. They addressed the problem by quickly putting the cap back on and attempting to tighten the clamp (although the clamp was confirmed to be engaged). The patient was able to continue and complete their treatment with the same setup. The rn stated that user error did not play a role in the events. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. This has triggered a quality event for further investigation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combust bloodline leak occurred during a patient¿s hemodialysis (hd) treatment. The rn said the clamp on the venous side medication port is not strong enough, and blood leaked past the clamp when the retaining cap was removed to administer iron. When they removed the cap, they immediately noticed blood leaking out the line. This occurred an unknown length of time into the treatment. Estimated blood loss (ebl) was less than 20 ml. There were no issues during the priming, and there were no machine alarms that occurred. They addressed the problem by quickly putting the cap back on and attempting to tighten the clamp (although the clamp was confirmed to be engaged). The patient was able to continue and complete their treatment with the same setup. The rn stated that user error did not play a role in the events. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.